Manufacturer narrative:
Other contact person: (B)(6). Due to characterization limit e1: event site name: (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by the customer that before use the cs300 intra-aortic balloon pump(iabp) had a malfunction. The unit was not switching on. There was no patient involved.

Manufacturer narrative:
Updated data: b4, g3, g6, h1, h2, h11, e3, h6. (Type of investigation, investigation findings, component codes, investigation conclusions). A getinge field service engineer (fse) was dispatched to evaluate the unit. The fse reported that faulty input socket of customer and discharged battery. After change for other power socket device was functioning normally. There was no need for repair. Product passed all functional and safety tests per manufacturer specifications.